Manufacturer narrative:
This report is being filed on an international product, list number 07p50-74 that has a similar product distributed in the us, list number 7p50. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased alinity I estradiol and provided the following data for 1 patient: the initial result was > 3,670.00 pmol/l and the 1:5 automatic dilution was 2,617.64 pmol/l. The customer questioned the low result after dilution. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the did not identify an increase in complaint activity for the alinity I estradiol reagent and complaint lot related to the complaint issue. Device history review did not identify any issues with the complaint lot. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity I estradiol reagent lot number 68023ud00 was identified.

Event description:
The customer reported falsely decreased alinity I estradiol and provided the following data for 1 patient: the initial result was > 3,670.00 pmol/l and the 1:5 automatic dilution was 2,617.64 pmol/l. The customer questioned the low result after dilution. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.